Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have a generator voltage error. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. Based on these findings, the exact root cause of the failure could not be determined, as the erbe unit is an OEM product and cannot be opened onsite for internal investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the erbe generator displayed errors c-00 and c-33. The customer reset the erbe a couple times with no change. There was no report of patient injury.